Manufacturer narrative:
The actual device involved in the adverse event is not readily accessible for testing, as it remained implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received notification that this 76-year old patient with a valve model 7300tfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of eight (8) years and five (5) months due to degeneration leading to stenosis. An edwards transcatheter valve was successfully implanted within the surgical edwards valve using the trans-septal approach.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive cause cannot be conclusively determined; however, patient factors likely contributed to this event.

Event description:
Edwards received notification that this 76-y-o patient with a valve model 7300tfx29 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of eight (8) years and five (5) months due to degeneration leading to stenosis. Patient presented with short of breath (sob) before the procedure. An edwards transcatheter valve was successfully implanted within the surgical edwards valve using the trans-septal approach. Patient was noted as to be fine and discharged after the procedure.